Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (excessive check belt message) has been confirmed. Upon eval, there were falloff failures on all ecgs. The cause for the falloff failures was due to component (B)(4) on the pca board in the distribution node having an intermittent connection. The root cause for the intermittent connection was likely due to a faulty solder connection on the board. The root cause for the faulty connection cannot be positively determined, but is likely the result of an assembly error. No adverse event resulted from the intermittent connection. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that his monitor displayed red x's over the ecgs, and that he had excessive check belt alarms. The pt was issued a replacement electrode belt.